Event description:
It was reported that the device pocket for an implantable cardioverter defibrillator (ICD) had developed seroma. Intervention included drainage, antibiotics, and changing of the bandage. The device remains in use. This device is part of the optilink hf post-market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).